Manufacturer narrative:
Concomitant medical products: equashield adaptor. The customer¿s report that the set leaked at the pump segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment measuring 0.0387 inches long. Visual examination under magnification showed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported leaking from a tiny hole in the silicone segment while infusing arsenic trioxide at an unspecified rate. The set was in use for 1 hour when the leak was noted. There was no report of patient harm.